Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal vip device was not available for analysis. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. Based on the available information it appears that after device deployment, pulsatile flow was noted and is likely due to insufficient tamping force during deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: cardiovascular technologist (cvt). The actual device is not available for return.. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the doctor had an unknown issue with an angio-seal device. Additional information was received on 03nov2025: the angio-seal did not deploy to plug the femoral arteriotomy site. A percutaneous coronary intervention (pci)/drug-eluting stent (des) procedure had been performed. A 6fr sheath was used in the artery. There were no difficulties in obtaining femoral arterial access. A pre-deployment angiogram was performed. There were no issues with the insertion, deployment or withdrawal of the device. Manual pressure was applied to achieve hemostasis. The estimated blood loss was less than 250cc. The patient was stable. Additional information was received on 06nov2025: the device did deploy however it did not achieve hemostasis. The physician stated that there was still pulsatile flow leaking out on the patient after properly deploying and tamping down on the collagen. The doctor confirmed that the groin shot had good location in the common femoral artery (cfa), with no calcium present.